Manufacturer narrative:
Additional information: h3, h6 & h11: h11: the device was received for evaluation. Visual inspection was performed and two cuts at the tubing/bushing were observed. Leak, clear passage, and clamp function testing were performed, and a leak at the cuts at the tubing/bushing were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was ¿damaged and leaking¿. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter postal code: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.